Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's system is auto-reducing following a fall. X-rays revealed no anomalies. Diagnostic testing revealed all leads have high impedances. Surgical intervention is planned to address the issue. Note: the pt received two leads with the same lot number.